Event description:
It was reported that a hole was found in the barrel of the bd insulin syringe with the bd ultra-fine¿ needle during use. The following information was provided by the initial reporter: "looks like this one slipped through." Based on the picture provided, the consumer encountered a syringe with a hole in the barrel.

Manufacturer narrative:
Investigation: customer returned (1) loose 1cc, 8mm syringe. Customer states that there is a hole in the barrel. The returned syringe was examined and exhibited a piece of the barrel broken off of the syringe ranging from the 70 unit marking to past the 100 unit marking. A review of the device history record was completed for batch# 8239873. All inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200778785, 200778204] noted that did not pertain to the complaint. Visual inspection of the syringe found impact damage to the barrel from "60" to "100" units markings. Damage removed 50% of the barrel circumference. Ink from the printer was applied on top of the damage indicating the impact occurred before the ink was applied. The plunger was exercised to verify that the syringe could be assembled with the damage to the barrel. Root cause of the damaged barrel is from a jam at the transfer dial going into bs printer. Maintenance dispatch #42308 for damaged barrels replaced the transfer dial due to bent and damaged fingers during the time of manufacture for lot #8239873."

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a hole was found in the barrel of the bd insulin syringe with the bd ultra-fine¿ needle during use. The following information was provided by the initial reporter: "looks like this one slipped through." Based on the picture provided, the consumer encountered a syringe with a hole in the barrel.

Manufacturer narrative:
Correction: the awareness date has been updated. The following information has been corrected: date received by manufacturer: 2019-04-12.

Event description:
It was reported that a hole was found in the barrel of the bd insulin syringe with the bd ultra-fine¿ needle during use. The following information was provided by the initial reporter: "looks like this one slipped through." Based on the picture provided, the consumer encountered a syringe with a hole in the barrel.

Event description:
It was reported that a hole was found in the barrel of the bd insulin syringe with the bd ultra-fine¿ needle during use. The following information was provided by the initial reporter: "looks like this one slipped through." Based on the picture provided, the consumer encountered a syringe with a hole in the barrel.

Manufacturer narrative:
Investigation: customer returned a photo of a 1cc syringe with the shelf carton from lot # 8239873. Customer states that there was a hole in the barrel. The attached photo was examined and exhibited a piece of the barrel broken off towards the flange end of the barrel. A review of the device history record was completed for batch# 8239873. All inspections were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint. Probable root cause was noted to be the barrel likely being broken in the prep dial prior to assembly, which accounts for the lack of damage to the needle assembly.